Event description:
Olympus was informed that during the laparoscopic total gastric resection, the physician had performed the surgical interruption of the cystic vein with activating the seal and cut output then the short circuit error had been displayed many time. After a few mins the ptfe pad of the tb-0535fc had peeled of from the grasping section. There was no report of the pt's injury regarding this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for eval the eval confirmed that the ptfe pad was worn out and partially separated. There was a contact mark of the probe and jaw. The probe check result was that the short circuit error occurred with closing the grasping section and activating the output. The physician activated the output with twisting the shaft and grasping the tissue, then the probe and grasping section became contact with each other. It followed that the contact mark was made on the jaw and the probe, and the ptfe pad was severely worn away, then the error occurred. Furthermore, continuously activating output w/o grasping anything in the grasping section (including after the tissue separated), the ptfe pad was separated from the grasping section. The above handling has already been restricted on the instruction manual of the subject device. The mfg history was reviewed, with no irregularities noted. Based upon the finding of the eval, this report appears to be related to user handling.